Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-10188. It was reported that the experienced speech impairment. Patient went to the emergency room (ER). CT was negative. Reportedly, the patient is hospitalized for further investigations. Cause of the event is unknown and patient is doing better. The event has been resolved. Patient is a part of 'progress' clinical study.

Manufacturer narrative:
Manufacturing date, batch lot number and expiration date were reported incorrectly in the initial report. The correct information is added to the report. As follows: manufacturing date dec 7, 2017, expiration date: dec 7, 2019, serial number #(B)(4), batch lot number #6212658.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-10188.